Event description:
After discharge on (B)(6) 2016 for left groin stent, I noted a 3-4 cm hematoma. On (B)(6) 2016, I noted more bleeding and another hematoma starting. I had a friend drive me to md, dr. (B)(6) examined me and said I had a pseudoaneurysm and go to ER and dr. (B)(6) would see me there. My bp was high 180/100. Dr. (B)(6) and the ER md said this was a serious adverse event. (B)(4) is the only # on the brochure, signed and dated by dr. (B)(6) on (B)(6) 2016, left artery - 1 877 700 mynx us only or www. Accessclosure.com. I checked the internet for this device and found there is a class 2 recall 08/04/2016 and in another internet site that damaged shipments were the cause of the recall. The day that my friend drove me to the md office in (B)(6) and then on to the (B)(6) hospital, my bp was high to my concern for the bleeding, as I was on 09 mg of brilinta daily, I was doing everything that I was instructed to do, resting but frequent walking short distances outside my condo 100-180 steps. I was beginning to get some mild heart irregularities (afib) that I had for a short time when I had stevens johnson syndrome and a dvt 10 years ago. My doctors have been great and for the device to quit working after 3-4 days when it was supposed to last at least 30 days, was a big disappointment for me. I am a retired nurse case mgr. And a genetic genealogist volunteer, so I know a good bit about devices and when FDA made a device for genetic testing. I know that brilinta causes afib for many and I did send that to you. I am taking labelatol for afib. I seem to be doing well at present, the hematoma has gone from my right groin, but I still have a golf ball sized hematoma on my left groin. I met with the billing and qa director at (B)(6) to go over my concerns about the mynx, but that had no other information from what I had told them. Readmitted to (B)(6) hospital, after 2 days due to bleeding from op site from (B)(6) 2016, seen in ER for pseudo aneurysm caused by failure of the mynxgrip vascular device.